Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / severe pelvic pain, even when not menstruating/ pelvis pain"), adenomyosis ("severe adenomyosis / uterine endometriosis") and autoimmune disorder ("autoimmune disorder") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pain, hip arthropathy (treatment: sacroiliac joint fusion), restless leg syndrome, seborrheic dermatitis, lsil, abdominal bloating, nausea, hot flushes, night sweats, difficulty sleeping, fibromyalgia, hip arthropathy and restless leg syndrome. Concomitant products included gabapentin for autoimmune disorder and neurological disorder nos as well as aciclovir (zovirax), amitriptyline hydrochloride (elavil), duloxetine hydrochloride (cymbalta), fluconazole (diflucan), marvelon (apri), metronidazole (metrogel-vaginal), miconazole nitrate (monistat), para-seltzer (excedrin), ropinirole, ropinirole hydrochloride (requip), topiramate (topamax), venlafaxine and venlafaxine hydrochloride (effexor xr). On (B)(6) 2003, the patient had essure inserted. On the same day, the patient experienced anxiety ("anxiety") and depression ("depression"). In january 2004, the patient experienced vaginal discharge ("vaginal discharge") and vaginal infection ("chronic vaginal infections/ vaginal infection"). In april 2004, the patient experienced fatigue ("chronic fatigue/ fatigue"), autoimmune disorder (seriousness criterion medically significant), blood disorder ("blood disorder/ condition"), cardiac disorder ("heart disorder/ condition"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and nervous system disorder ("neurological conditions or problems"). In 2004, the patient experienced raynaud's phenomenon ("raynaud's disease"), fibromyalgia ("fibromyalgia") and colitis ("colitis"). In april 2005, the patient experienced dysgeusia ("metallic taste in mouth/ metal taste in mouth"). On (B)(6) 2010, the patient experienced weight increased ("weight gain/ weight gain / loss"), weight decreased ("weight gain / loss"), menorrhagia ("heavy periods / heavy menstrual bleeding; prolonged menstruation/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In january 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain, even when not menstruating/ back pain") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced adenomyosis (seriousness criteria hospitalization and disability) with dysmenorrhoea, weight fluctuation ("weight fluctuations"), arthralgia ("joint pain / hip pain, even when not menstruating"), feeling abnormal ("brain fog"), gingival recession ("gum recession"), menstrual disorder ("abnormal menstruation"), dyspareunia ("painful intercourse"), abdominal pain lower ("lower abdominal pain, even when not menstruating"), pruritus ("itching"), musculoskeletal stiffness ("neck stiffness"), dizziness ("dizziness"), nausea ("nausea"), tinnitus ("ringing in ear") and auditory disorder ("hear my heart beating in ear"). The patient was treated with pregabalin (lyrica), surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy on (B)(6) 2015 surgery and alternative therapy (dental repair). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, adenomyosis, weight increased, weight fluctuation, fibromyalgia, arthralgia, anxiety, depression, fatigue, colitis, feeling abnormal, gingival recession, dysgeusia, migraine, menorrhagia, vaginal haemorrhage, menstrual disorder, dyspareunia, vaginal infection, abdominal pain lower, back pain and pruritus was resolving and the weight decreased, raynaud's phenomenon, tooth disorder, headache, vaginal discharge, abdominal pain, musculoskeletal stiffness, dizziness, nausea, tinnitus, auditory disorder, autoimmune disorder, blood disorder, cardiac disorder, gastrointestinal disorder and nervous system disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, anxiety, arthralgia, auditory disorder, autoimmune disorder, back pain, blood disorder, cardiac disorder, colitis, depression, dizziness, dysgeusia, dyspareunia, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, gingival recession, headache, menorrhagia, menstrual disorder, migraine, musculoskeletal stiffness, nausea, nervous system disorder, pelvic pain, pruritus, raynaud's phenomenon, tinnitus, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: essure worsened a previously existing pain, it was not recovered prior to essure. Diagnostic results: hysterosalpingogram (hsg) on (B)(6) 2003 which showed total bilateral occlusion, confirming full occlusion of fallopian tubes, was told the procedure was successful. On (B)(6) 2015, weight: 189.75 lbs. Current weight as of 27-feb-2018: 150.00 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media :neck stiffness, hear my heart beating in ear,nausea,dizziness, ringing in my ear. Quality-safety evaluation of ptc: quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 13-jul-2018: pfs recevied an event "autoimmune disorder, blood or heart disorder/ condition, gastrointestinal or digestive system condition, neurological conditions or problems" are added. Onset date added. Outcome of event "weight gain, cramp, bleeding , pain" are recovering. Treatment drug are added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was initially received via regulatory authority (u s food & drug administration, reference number: mw5060772) on 14-apr-2016. The most recent information was received on 23-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / severe pelvic pain, even when not menstruating/ pelvis pain"), adenomyosis ("severe adenomyosis / uterine endometriosis") and autoimmune disorder ("autoimmune disorder") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pain, hip arthropathy (treatment: sacroiliac joint fusion), restless leg syndrome, seborrheic dermatitis, lsil, abdominal bloating, nausea, hot flushes, night sweats, difficulty sleeping, fibromyalgia, hip arthropathy and restless leg syndrome. Concomitant products included gabapentin for autoimmune disorder and neurological disorder nos as well as aciclovir (zovirax), amitriptyline hydrochloride (elavil), duloxetine hydrochloride (cymbalta), fluconazole (diflucan), marvelon (apri), metronidazole (metrogel-vaginal), miconazole nitrate (monistat), para-seltzer (excedrin), ropinirole, ropinirole hydrochloride (requip), topiramate (topamax), venlafaxine and venlafaxine hydrochloride (effexor xr). On (B)(6) 2003, the patient had essure inserted. On the same day, the patient experienced anxiety ("anxiety") and depression ("depression/"). In (B)(6) 2004, the patient experienced vaginal discharge ("vaginal discharge") and vaginal infection ("chronic vaginal infections/ vaginal infection"). In (B)(6) 2004, the patient experienced autoimmune disorder (seriousness criterion medically significant), fatigue ("chronic fatigue/ fatigue"), blood disorder ("blood disorder/ condition"), cardiac disorder ("heart disorder/ condition"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and restless legs syndrome ("neurological conditions or problems:restless leg syndrome"). In 2004, the patient experienced raynaud's phenomenon ("raynaud's disease"), fibromyalgia ("fibromyalgia") and colitis ("colitis"). In (B)(6) 2005, the patient experienced dysgeusia ("metallic taste in mouth/ metal taste in mouth"). On (B)(6) 2010, the patient experienced weight increased ("weight gain/ weight gain / loss"), weight decreased ("weight gain / loss"), menorrhagia ("heavy periods / heavy menstrual bleeding; prolonged menstruation/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain, even when not menstruating/ back pain") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced adenomyosis (seriousness criteria hospitalization and disability) with dysmenorrhoea, weight fluctuation ("weight fluctuations"), arthralgia ("joint pain / hip pain, even when not menstruating"), feeling abnormal ("brain fog"), gingival recession ("gum recession"), menstrual disorder ("abnormal menstruation"), dyspareunia ("painful intercourse"), abdominal pain lower ("lower abdominal pain, even when not menstruating"), pruritus ("itching"), musculoskeletal stiffness ("neck stiffness"), dizziness ("dizziness"), nausea ("nausea"), tinnitus ("ringing in ear") and auditory disorder ("hear my heart beating in ear"). The patient was treated with pregabalin (lyrica), surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy on (B)(6) 2015), surgery and alternative therapy (dental repair). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, adenomyosis, weight increased, weight fluctuation, fibromyalgia, arthralgia, anxiety, depression, fatigue, colitis, feeling abnormal, gingival recession, dysgeusia, migraine, menorrhagia, vaginal haemorrhage, menstrual disorder, dyspareunia, vaginal infection, abdominal pain lower, back pain and pruritus was resolving and the autoimmune disorder, weight decreased, raynaud's phenomenon, tooth disorder, headache, vaginal discharge, abdominal pain, musculoskeletal stiffness, dizziness, nausea, tinnitus, auditory disorder, blood disorder, cardiac disorder, gastrointestinal disorder and restless legs syndrome outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, anxiety, arthralgia, auditory disorder, autoimmune disorder, back pain, blood disorder, cardiac disorder, colitis, depression, dizziness, dysgeusia, dyspareunia, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, gingival recession, headache, menorrhagia, menstrual disorder, migraine, musculoskeletal stiffness, nausea, pelvic pain, pruritus, raynaud's phenomenon, restless legs syndrome, tinnitus, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: essure worsened a previously existing pain, it was not recovered prior to essure. Diagnostic results: hysterosalpingogram (hsg) on (B)(6) 2003 which showed total bilateral occlusion, confirming full occlusion of fallopian tubes, was told the procedure was successful. On (B)(6) 2015, weight: 189.75 lbs. Current weight as of (B)(6) 2018: 150.00 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media :neck stiffness, hear my heart beating in ear,nausea,dizziness, ringing in my ear. Quality-safety evaluation of ptc: quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 23-oct-2018: plaintiff fact sheet received - new event restless leg syndrome was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / severe pelvic pain, even when not menstruating/ pelvis pain") and adenomyosis ("severe adenomyosis / uterine endometriosis") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pain, hip arthropathy (treatment: sacroiliac joint fusion), restless leg syndrome, seborrheic dermatitis, lsil, abdominal bloating, nausea, hot flushes, night sweats and difficulty sleeping. Concomitant products included aciclovir (zovirax), amitriptyline hydrochloride (elavil), duloxetine hydrochloride (cymbalta), fluconazole (diflucan), marvelon (apri), metronidazole (metrogel-vaginal), miconazole nitrate (monistat), para-seltzer (excedrin), ropinirole, ropinirole hydrochloride (requip), topiramate (topamax), venlafaxine and venlafaxine hydrochloride (effexor xr). On (B)(6) 2003, the patient had essure inserted. On the same day, the patient experienced anxiety ("anxiety") and depression ("depression"). In 2004, the patient experienced raynaud's phenomenon ("raynaud's disease"), fibromyalgia ("fibromyalgia"), fatigue ("chronic fatigue/ fatigue") and colitis ("colitis"). In 2005, the patient experienced dysgeusia ("metallic taste in mouth/ metal taste in mouth"). On (B)(6) 2010, the patient experienced weight increased ("weight gain/ weight gain / loss"), weight decreased ("weight gain / loss"), menorrhagia ("heavy periods / heavy menstrual bleeding; prolonged menstruation/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain, even when not menstruating/ back pain") and abdominal pain ("abdomen pain"). In 2014, the patient experienced vaginal discharge ("vaginal discharge") and vaginal infection ("chronic vaginal infections/ vaginal infection"). On an unknown date, the patient experienced adenomyosis (seriousness criteria hospitalization and disability) with dysmenorrhoea, weight fluctuation ("weight fluctuations"), arthralgia ("joint pain / hip pain, even when not menstruating"), feeling abnormal ("brain fog"), gingival recession ("gum recession"), menstrual disorder ("abnormal menstruation"), dyspareunia ("painful intercourse"), abdominal pain lower ("lower abdominal pain, even when not menstruating"), pruritus ("itching"), musculoskeletal stiffness ("neck stiffness"), dizziness ("dizziness"), nausea ("nausea"), tinnitus ("ringing in ear") and auditory disorder ("hear my heart beating in ear"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy on (B)(6) 2015), surgery and alternative therapy (dental repair). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, adenomyosis, weight fluctuation, fibromyalgia, arthralgia, anxiety, depression, fatigue, colitis, feeling abnormal, gingival recession, dysgeusia, migraine, menorrhagia, menstrual disorder, dyspareunia, vaginal infection, abdominal pain lower, back pain and pruritus was resolving and the weight increased, weight decreased, raynaud's phenomenon, tooth disorder, headache, vaginal haemorrhage, vaginal discharge, abdominal pain, musculoskeletal stiffness, dizziness, nausea, tinnitus and auditory disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, anxiety, arthralgia, auditory disorder, back pain, colitis, depression, dizziness, dysgeusia, dyspareunia, fatigue, feeling abnormal, fibromyalgia, gingival recession, headache, menorrhagia, menstrual disorder, migraine, musculoskeletal stiffness, nausea, pelvic pain, pruritus, raynaud's phenomenon, tinnitus, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: essure worsened a previously existing pain, it was not recovered prior to essure. Diagnostic results: hysterosalpingogram (hsg) on (B)(6) 2003 which showed total bilateral occlusion, confirming full occlusion of fallopian tubes, was told the procedure was successful. On (B)(6) 2015, weight: 189.75 lbs. Current weight as of (B)(6) 2018: 150.00 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media :neck stiffness, hear my heart beating in ear,nausea,dizziness, ringing in my ear. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media received. Reporters information were updated. Events:neck stiffness, hear my heart beating in ear,nausea,dizziness, ringing in my ear were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / severe pelvic pain, even when not menstruating/ pelvis pain") and adenomyosis ("severe adenomyosis / uterine endometriosis") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pain, hip arthropathy (treatment: sacroiliac joint fusion), restless leg syndrome, seborrheic dermatitis, lsil, abdominal bloating, nausea, hot flushes, night sweats and difficulty sleeping. Concomitant products included aciclovir (zovirax), amitriptyline hydrochloride (elavil), duloxetine hydrochloride (cymbalta), excedrin [acetylsalicylic acid,caffeine,paracetamol,salicylamide], fluconazole (diflucan), marvelon (apri), metronidazole (metrogel), miconazole nitrate (monistat), ropinirole, ropinirole hydrochloride (requip), topiramate (topamax), venlafaxine and venlafaxine (efexor). On (B)(6)2003, the patient had essure inserted. On the same day, the patient experienced anxiety ("anxiety") and depression ("depression"). In 2004, the patient experienced raynaud's phenomenon ("raynaud's disease"), fibromyalgia ("fibromyalgia"), fatigue ("chronic fatigue/ fatigue") and colitis ("colitis"). In 2005, the patient experienced dysgeusia ("metallic taste in mouth/ metal taste in mouth"). On (B)(6)2010, the patient experienced weight increased ("weight gain/ weight gain / loss"), weight decreased ("weight gain / loss"), menorrhagia ("heavy periods / heavy menstrual bleeding; prolonged menstruation/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced tooth disorder ("dental problems"). On 1-jun-2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain, even when not menstruating/ back pain") and abdominal pain ("abdomen pain"). In 2014, the patient experienced vaginal discharge ("vaginal discharge") and vaginal infection ("chronic vaginal infections/ vaginal infection"). On an unknown date, the patient experienced adenomyosis (seriousness criteria hospitalization and disability) with dysmenorrhoea, weight fluctuation ("weight fluctuations"), arthralgia ("joint pain / hip pain, even when not menstruating"), feeling abnormal ("brain fog"), gingival recession ("gum recession"), menstrual disorder ("abnormal menstruation"), dyspareunia ("painful intercourse"), abdominal pain lower ("lower abdominal pain, even when not menstruating") and pruritus ("itching"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy on 29-sep-2015), surgery and alternative therapy (dental repair). Essure was removed on 29-sep-2015. At the time of the report, the pelvic pain, adenomyosis, weight fluctuation, fibromyalgia, arthralgia, anxiety, depression, fatigue, colitis, feeling abnormal, gingival recession, dysgeusia, migraine, menorrhagia, menstrual disorder, dyspareunia, vaginal infection, abdominal pain lower, back pain and pruritus was resolving and the weight increased, weight decreased, raynaud's phenomenon, tooth disorder, headache, vaginal haemorrhage, vaginal discharge and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, anxiety, arthralgia, back pain, colitis, depression, dysgeusia, dyspareunia, fatigue, feeling abnormal, fibromyalgia, gingival recession, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pruritus, raynaud's phenomenon, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: essure worsened a previously existing pain, it was not recovered prior to essure. Diagnostic results: hysterosalpingogram (hsg) on 03-sep-2003 which showed total bilateral occlusion, confirming full occlusion of fallopian tubes, was told the procedure was successful. On (B)(6)2015, weight: 189.75 lbs. Current weight as of (B)(6)2018: 150.00 lbs. Quality-safety evaluation of ptc: quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure start date (B)(6)2003 was added. Events abnormal bleeding (vaginal, menorrhagia), vaginal infection, dysmenorrhea (cramping), fatigue, weight gain / loss, metal taste in mouth, pelvis pain, back pain were clubbed with previously reported events. Events vaginal haemorrhage, headache, raynaud's phenomenon, tooth disorder, vaginal discharge, weight decreased, abdominal pain were newly added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority u s food & drug administration (reference number: mw5060772). The most recent information was received on 26-sep-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / severe pelvic pain, even when not menstruating") and adenomyosis ("severe adenomyosis / uterine endometriosis") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included excedrin [acetylsalicylic acid,caffeine,paracetamol,salicylamide] and venlafaxine (efexor). On an unknown date, the patient had essure inserted. In 2004, the patient experienced fibromyalgia ("fibromyalgia"). In 2013, the patient experienced colitis ("colitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criteria hospitalization and disability) with dysmenorrhoea, weight increased ("weight gain"), menorrhagia ("heavy periods / heavy menstrual bleeding; prolonged menstruation"), arthralgia ("joint pain / hip pain, even when not menstruating"), abdominal pain lower ("lower abdominal pain, even when not menstruating"), back pain ("lower back pain, even when not menstruating"), menstrual disorder ("abnormal menstruation"), feeling abnormal ("brain fog"), gingival recession ("gum recession"), dysgeusia ("metallic taste in mouth"), vaginal infection ("chronic vaginal infections"), dyspareunia ("painful intercourse"), pruritus ("itching"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), fatigue ("chronic fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (on (B)(6) 2015, plantiff underwent a partial hysterectomy and bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, adenomyosis, menorrhagia, arthralgia, fibromyalgia, colitis, abdominal pain lower, back pain, menstrual disorder, feeling abnormal, gingival recession, dysgeusia, vaginal infection, dyspareunia, pruritus, migraine, depression, anxiety, fatigue and weight fluctuation was resolving and the weight increased outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, anxiety, back pain, colitis, depression, dysgeusia, dyspareunia, fatigue, feeling abnormal, fibromyalgia, gingival recession, menstrual disorder, migraine, pelvic pain, pruritus, vaginal infection, weight fluctuation and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 26-sep-2017: case classification was updated to potential legal case and new reporter was added. Lab data, product stop date and new events was added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.